Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5124961. Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 21488893.

Event description:
It was reported that patient had difficulty charging the ipg and lead had high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively and explanted devices will not be return as they were kept at the facility.